Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) was explanted three months later and the pace sense portion of the right ventricular (rv) lead was surgically abandoned due to continued noise. Therapy had been programmed off due to the patient receiving inappropriate shocks from oversensing of the noise. There was no asystole due to the oversensing. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise which may have been causing issues for this patient. It was originally believed to be electromagnetic interference (emi) however later boston scientific technical services (ts) was consulted to ask how to turn off tachy therapy for this patient as a result of the lead issues. The lead will later be revised. Attempts to gain additional information have been unsuccessful. To date, no adverse patient effects have been reported.